Manufacturer narrative:
(B)(4). Per the customer the sample was discarded, therefore no evaluation could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 5. The technical service representative (tsr) assisted the home patient (hp) to clear the alarm and advised to setup with new supplies. The hp agreed to setup with new supplies. Proper procedures per the user manual were reviewed with the hp. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the reported problem, it was revealed that they did start over with new supplies that evening and was able to finish therapy fine. The hp stated they did not notice anything different with the supplies at the time of the reported problem. They stated they are unsure as to what caused the alarm. The hp stated they have been resuming therapy without further problems. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.